Event description:
The customer reported via phone call indicating that they are unable to download care link on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated that their is no meter communication and insulin pump not found. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: unit passed displacement test and self-test. Unit downloaded properly. No down load anomaly was noted during testing. However multiple a47 alarms noted in alarm history screen due to corrupted history files. Unit communicated properly with one touch ultra-link meter. No meter anomalies noted. Physical damage noted during visual inspection.